Event description:
During a general sales follow-up call to the customer a microvena sales rep learned that an elderly woman died during an arterio-venous graft declotting procedure in which an 8fr. (Atd) amplatz thrombectomy device was used. Microvena followed up with the physician who performed the procedure and the physician indicated that the device did not cause or contribute to the death of the pt. The physician did not indicate that there was any malfunction or dissatisfaction regarding the performance of the device.